Event description:
It was reported that, during a meniscus repair surgery, after t1 of the fast-fix 360 curved was implanted, t2 was deployed simultaneously, both ts were successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). .

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was returned in the original box with the batch number of the complaint on the label. The t2 and suture were returned off the needle. T1 was not returned. The actuator was in the pre-t2 position. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.